Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nurses noticed few times over the last few weeks that tpn and d10w or d12.5w was leaking where the carefusion infusion set is connected to the non carefusion extension set. Tpn infusing at 2-4 ml/hr 1 liter bag. Tpn infusing thru umbilical line . No patient harm reported.

Manufacturer narrative:
Concomitant medical products: 2way stopcock; (2)non-cfn ext set; non-cfn trifuse filter, therapy date unk. The customer¿s report of a leak was not confirmed. During visual inspection of the junction between the male luer of the primary set and the female end attachment of the non-bd/cfn extension set, it was noted that the male luer collar was not fastened. No other issues were found on the rest of the primary set, the non-bd extension sets or the syringes. Functional and pressure testing was performed; no leaks or loose connections were found anywhere in the one hour it was run on infusion. The root cause of the customer¿s report of a leak at the junction between the primary set and non-bd/cfn set was not identified.